Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon portion of the harmonic ace instrument was broken, so the jaws were unable to be closed. Another manufacturer's harmonic instrument was inserted into the cannula. Upon utilization of the instrument, the jaws broke off inside of the patient's abdomen. All of the jaw fragments were able to successfully retrieved from the patient's anatomy. As a result of this issue, the procedure was delayed; therefore, increasing the risk of infection. A backup instrument was used to continue the procedure. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.